Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "master alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer observed the error code on the display. The rse suggested to check the settings, and hardware. A philips field service engineer (fse) confirmed the reported problem (the device master alarm failed). The fse determined that the speaker had failed. The fse then replaced the speaker to resolve the issue. The device was returned to full functionality.

Manufacturer narrative:
E1: reporter information: (B)(6).